Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. It was reported that the stent delivery system (sds) met with resistance with the guide catheter and the stent became deformed and displaced on the balloon. Factors that may contribute to difficulty advancing the sds through guide catheter include, but are not limited to, inner diameter of the catheter, system profile, guidewire movement (im collapse), inadequate deliverability, or challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulties during advancement. Additionally, it was reported that the sds became deformed and displaced. In this case, it is possible the manipulation of the sds when resistance was met, with the guide catheter contributed to the reported material deformation and device dislodged or dislocated. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. The 3.5x38mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds met with resistance with the guide catheter and the stent became deformed and displaced on the balloon. The stent was removed via a femoral approach. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.